Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was used in the ureter and kidney during a ureteroscopy and double j placement procedure on an unknown date. According to the complainant, post procedure, it was noted that the stent was calcified in the tail of the double j stent. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.

Manufacturer narrative:
A visual analysis of the returned device revealed that only one section of the entire stent was returned for evaluation. The section of the stent that was returned was the tip (pigtail). There were residues of calcification found on the returned piece of the product. No other anomalies or damages were noted based on all available and gathered information pertaining to the event, the most probable root cause for this complaint is considered ¿anticipated procedural complication¿ since the complaint is due to a known physiological effects of the procedure as noted within the directions for use. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was used in the ureter and kidney during a ureteroscopy and double j placement procedure on an unknown date. According to the complainant, post procedure, it was noted that the stent was calcified in the tail of the double j stent. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.